Manufacturer narrative:
D2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 131 mg/dl. After resetting the pump, the issue was resolved. Customer resumed pump therapy.